Event description:
Country of complaint: (B)(6). Thread snapped in two separate cows. Additional info has been requested.

Manufacturer narrative:
Mfg site evaluation: evaluation on-going at mfg site.